Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection which is believed to have developed at the pocket. Cultures were taken. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.